Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced during an unrelated device changeout procedure for eri on (B)(6) 2017. The patient was stable before and after the procedure.